Event description:
It was noted that the tip of the dilator was deformed, and the needle perforated the sheath. The sheath was exchanged, and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. Visual inspection revealed the dilator distal tip had been split. Additionally, the sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device perforation remains unknown.